Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. The instrument passed electrical continuity test. Root cause of this failure is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (part# 470205-17/ lot# n12191007/sequence# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 on system serial# (B)(4) with 1 use remaining. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. In addition, a review of the site's complaint history does not show any additional complaints related to this product. There was no image or video clip for the reported event submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument exhibits an insulation damage in the conductor wire, which could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the black cable of the fenestrated bipolar forceps instrument was found to be worn. There was no report of patient involvement with this event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.